Event description:
A customer reported via phone call indicating that insulin leaked in their insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that they wanted a replacement. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and bleeding lcd glass noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.